Event description:
Report received that the device failed to sound an audible alarm. The pump was retnred to the sterile processing department with an unsigned note that read "no alarms." No tracking info was provided; therefore, specific pt information, pump programming, or event detials were not available. Though requested, no additional info was provided.